Manufacturer narrative:
Due diligence was executed for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. The device manufacture date is not known. The device had a ruptured puncture hole, rather than a pinhole. The device was received with the returned packaging pouch opened and the device inside. The device was inspected under a microscope and a ruptured puncture hole was observed. No functionality tests was performed due to the ruptured puncture. It is likely the device may have made contact with a sharp object during user handling causing the rupture, which would lead to leaks. The condition of the packaging pouch was evaluated and there was no puncture or cuts noted during inspection, just visual evidence of normal wear and tear.

Event description:
As reported for this event, during set up for a procedure, the device was observed to have a pin hole at the top while testing for leaks. No other abnormalities were noted. There is no patient involvement.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, and h10. The device history record review confirmed that device there was no anomaly with respect to scratches or tears in the balloon. All products undergo 100% inspection prior to shipment. The instructions for use includes the following statements: balloons are easily break; do not poke the balloon by using a sharp object, and please handle it with great care.